Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported "it attempted to discharge but can not be discharged". There was no report of adverse patient impact. .

Event description:
The customer reported "it attempted to discharge but can not be discharged". The issue was further clarified by philips that the customer was unable to deliver synchronized shocks to a patient. There was no report of adverse patient impact. .